Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon was placing suture into tissue and then a wire broke at the end of the large suturecut needle driver instrument. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.